Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. The gtin # is currently not available and receipt is pending. It will be submitted within 30 days upon receipt. Concomitant devices: aspirin -- 81mg, clopidogrel -- 75mg and angiomax. This is one of two events reported for this patient and the associated manufacturer report numbers are 3008443827-2014-50003 and 3008443827-2014-50004.

Event description:
As reported by the open study database, the patient had in-stent target lesion restenosis. Revascularization was performed. The event resolved. The patient met all the inclusion and exclusion criteria for this complaint. The patient was enrolled into the study in order to relieve claudication symptoms. The target lesion was located in the right distal sfa. The length was 140mm and the reference diameter was 5mm. The stenosis rate was 100% with no calcification. A retrograde puncture was made with a 7f sheath in the left cfa. There was successful passage of a guidewire across the target lesion. The lesion was pre-dilated with a 5x120mm balloon catheter. A 8x150mm flex stent was successfully deployed at the lesion and post-dilated with a 5x120mm balloon at 12 atm. The residual stenosis was 0%. No adverse events occurred during the procedure. After the procedure, the patient was discharged the next day. There were no adverse events reported. At the 6 month follow-up, the patient presented with increased claudication and abnormal abis. The severity was considered moderate. An angiogram on (B)(6) 2013 found target lesion in-stent restenosis. Treatment was provided with multiple passes of laser atherectomy and balloon angioplasty multiple times. The patient had 10% residual stenosis. It was reported that the event possibly related to the device. The event resolved.

Manufacturer narrative:
This is one of two events reported for this patient and the associated manufacturer report numbers are 3008443827-2014-50003 and 3008443827-2014-50004. Complaint conclusion: as reported by the open study database, the patient had in-stent target lesion restenosis. Revascularization was performed. The event resolved. The patient met all the inclusion and exclusion criteria for this complaint. The patient was enrolled into the study in order to relieve claudication symptoms. The target lesion was located in the right distal sfa. The length was 140mm and the reference diameter was 5mm. The stenosis rate was 100% with no calcification. A retrograde puncture was made with a 7f sheath in the left cfa. There was successful passage of a guidewire across the target lesion. The lesion was pre-dilated with a 5x120mm balloon catheter. A 8x150mm flex stent was successfully deployed at the lesion and post-dilated with a 5x120mm balloon at 12 atm. The residual stenosis was 0%. No adverse events occurred during the procedure. After the procedure, the patient was discharged the next day. There were no adverse events reported. At the 6 month follow-up, the patient presented with increased claudication and abnormal abis. The severity was considered moderate. An angiogram on (B)(6) 2013 found target lesion in-stent restenosis. Treatment was provided with multiple passes of laser atherectomy and balloon angioplasty multiple times. The patient had 10% residual stenosis. It was reported that the event possibly related to the device. The event resolved. Addendum 10/29/2014: there was none noted target lesion thrombosis or calcification. The target vessel was not tortuous. The restenosis was a rate of 95%. A stent was not implanted to revascularize the target lesion. The patient was in stable condition after revascularization was performed. The patient was compliant with anti-coagulation medication regimen. There were no damages or anomalies noted to the original flexstent during revascularization. The product remains implanted in the patient; therefore it was not available to be returned for analysis. Per the bmt report, the stent and delivery system lots were manufactured in accordance with the traveler guidelines. All the required inspections and tests were performed to the specifications provided by the customer and bmt quality system. The subassembly systems provided to flexstent for finished good lot 1119221 were in compliance and therefore, bmt concludes no corrective /preventative actions are required. In-stent restenosis (isr) is often associated with the progression of atherosclerotic artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Additional information was provided: there was none noted target lesion thrombosis or calcification. The target vessel was not tortuous. The restenosis was a rate of 95%. A stent was not implanted to revascularize the target lesion. The patient was in stable condition after revascularization was performed. The patient was compliant with anti-coagulation medication regimen. There were no damages or anomalies noted to the original flexstent during revascularization. As this stent was a study stent, a gtin # is not required. This is one of two events reported for this patient and the associated manufacturer report numbers are 3008443827-2014-50003 and 3008443827-2014-50004.